Manufacturer narrative:
Philips has investigated this complaint. Additional information received indicated that this issue occurred while the system was in clinical use, the clinical procedure was postponed. No harm to the patient or user was reported. A technician working for the customer inspected the system onsite and confirmed the issue. Troubleshooting by the customer technician determined that the system software and hard disk were faulty. The customer resolved the issue without philips service, no onsite inspection or repair of the device by philips was performed. No further information could be obtained from the customer. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not start up. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.